Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). B5: describe event or problem- same is initial medwatch. D4: additional device information- additional. H2- additional information.